Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intense negative dysphotopsia in patient right eye since having cataract surgery in the peripheral vision. On first post operation, the next day he told the surgeon he was seeing a dark crescent or arc in patients peripheral vision. The patient stated that upon looking straight ahead, one fourth of vision from one to seven was blocked by this dark crescent. When looking left, patients vision was blocked from twelve to eight. If he blocks all light out of eye, it goes away. The surgeon said the lens was in position right where the patient wanted it, and said it would go away with time. It was stated that it was affecting his job. Additional information received and stated that patient was experiencing dark crescent shape in eyesight and discomfort in the eye, headaches and depression.

Manufacturer narrative:
On initial MDR the patient event code of b.17 was an error. It should have been b.20 on the original MDR. The manufacturer internal reference number is: (B)(4).